Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a battery communication time out, base hardware alarms in error history log (ehl). The evaluation was performed, base hardware failure could not be duplicated at power up process. The cause of the reported issue is the interconnect board which caused the intermittent base hardware failure. The root cause of the reported issue was unable to be determined, no physical or any other damage to interconnect board. No repairs were completed.

Event description:
It was reported that a base hardware failure and battery communication failure errors were observed. No patient injury was reported.